Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer successfully reset the pump using information from tandem's support page, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.